Event description:
This report is to advise of short circuits and a fracture found during analysis.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. A blood-like substance (bls) was noted on the inside of the shaft material between electrodes 1 and 2 due to the shaft damage. Electrode 1 read as high, variable resistance and an intermittent open circuit during electrical testing. Further investigation revealed conductor wire 1 was fractured at the location of the fracture in the shaft material, consistent with the open circuit detected and the reported event. Additionally, multiple short circuits were detected due to the evidence of fluid ingress into the shaft. Electrode 2 met specification requirements for acceptable resistance values with no open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.